Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: unable to duplicate customer complaint. When pump was opened the force sensor flex was inspected no damage was noted to the flex. Black box recorded both low force and zero force sensor readings that were responsible for ¿loss of prime¿ warnings between (B)(4) 2014 and (B)(4) 2014. Pump was exercised for 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or other alarms observed. Checked force sensor calibration, pump was found to be within calibration.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a loss of prime issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.